Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. Device #1: perclose proglide (part #12673-05/lot #930126h), is being filed under a separate MFR#.

Event description:
It was reported that a physician in training in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, the suture could not be retrieved. A second proglide device was used with the same results. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.